Manufacturer narrative:
E1 initial reporter phone: (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation with a thermocool® smart touch® sf bi-directional navigation catheter and during ablation the patient experienced pericardial effusion that required pericardiocentesis. During box isolation, the patient's blood pressure dropped and a cardiac effusion was confirmed by body surface echo. The effusion was identified after the start of ablating on the roof, and at the third session of ablation. While ablating at 40 watts, there were the moments when contact force (cf) exceeded 50 grams due to the patient's breathing. Blood pressure and consciousness recovered by administering drugs. Only box isolation was performed, and the patient returned to ICU with a-line monitoring. Steam pop was not confirmed. Physician's opinion on the relationship between the event and the product is as follows: during high power ablation, the patient¿s breathing caused cf to increase. Patient has fully recovered. The patient required extended hospitalization for 1 day because of observation. No error messages observed on bwi equipment during the procedure.

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation with a thermocool® smart touch® sf bi-directional navigation catheter and during ablation the patient experienced pericardial effusion that required pericardiocentesis. During box isolation, the patient's blood pressure dropped, and a cardiac effusion was confirmed by body surface echo. The effusion was identified after the start of ablating on the roof, and at the third session of ablation. While ablating at 40 watts, there were the moments when contact force (cf) exceeded 50 grams due to the patient's breathing. Blood pressure and consciousness recovered by administering drugs. Only box isolation was performed, and the patient returned to ICU with a-line monitoring. Steam pop was not confirmed. Physician's opinion on the relationship between the event and the product is as follows: during high power ablation, the patient¿s breathing caused cf to increase. Patient has fully recovered. The patient required extended hospitalization for 1 day because of observation. No error messages observed on bwi equipment during the procedure. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device number lot 31137671l and no internal action related to the complaint was found during the review. Additionally, the manufactured and expiration dates have been provided. Therefore, fields d4. Expiration date and h4. Device manufacture date have been populated. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. Physician's opinion on the relationship between the event and the product: during high power ablation, the patient¿s breathing caused cf to increase. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).